Event description:
We received a new invacare wheelchair in (B)(6) 2013. Invacare made custom arm rests for the chair. On (B)(6) 2013, (B)(6) was being transferred out of the wheelchair into bed. As he was being transferred, the arm rest fell out. (B)(6) uses the arm rests to push off as he is being transferred. The seat belt was unbuckled since he was being transferred. He was caught by the nurse taking care of him. He could have fallen out and onto the floor if the nurse was on the other side of the chair. The other arm rest was checked, and that one as well comes out very easily. I contacted the company I purchased the chair from and they contacted invacare. Invacare said there is nothing they could do. This is a safety problem.